Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified subclavian artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation. The device was simply removed from the patient's body. The procedure was completed with a different device. There were no complications reported and patient was good post procedure.